Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the anchor broke in the prepped bone hole during a rotator cuff repair procedure. The broken anchor was left in the patient and the backup anchor was placed in the same hole over-top of the initial / broken anchor. A delay of less than thirty minutes was reported and no injuries or further complications were noted as a result.

Manufacturer narrative:
Visual assessment confirmed the reported breakage as the anchor is missing and was not returned for evaluation. The inserter tines are bent. The suture has been released from the suture retention mechanism but remains within the insertion device. As reported the insertion site was prepared using a 3.8mm tapered awl. The proper instrumentation for site preparation for this anchor is a 4.75 mm threaded dilator. Device history record review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Use error was a contributing factor to this event.